Event description:
It was reported the patient's scs lead moved and the patient is no longer receiving effective stimulation. Follow-up identified the patient underwent surgical intervention on 06/14/2013 and the scs lead was repositioned. Effective stimulation was regained post operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.